Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet for an extended time and displayed a pairing failed alert; the patient and trainer toggled the sensor and initiated a new pairing, which confirmed a successful pairing status. No adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention. User support included customer support troubleshooting and education with guided re-pairing. Investigation of this case revealed a pairing failure between the cgm sensor and the ilet that resolved after re-pairing, indicating a transient connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient communication error.

Manufacturer narrative:
Initial.